Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of pain, metal debris, elevated cocr levels and tissue/bone destruction. Additional information provided in a review of invoice history confirms the left total hip arthroplasty occurred on (B)(6) 2009 and the right total hip arthroplasty occurred on (B)(6) 2011. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 4 of 6 mdrs filed for the same event (reference 1825034-2012-02637 / 02642).

Manufacturer narrative:
This follow-up report is being filed to relay blood test results, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 6 mdrs filed for the same event (reference 1825034-2012-02637 / 02642).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of pain, metal debris, elevated cocr (cobalt/chromium) levels and tissue/bone destruction. Additional information provided in a review of invoice history confirms the left total hip arthroplasty occurred on (B)(6) 2009 and the right total hip arthroplasty occurred on (B)(6) 2011. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes dated (B)(6) 2014 reports patient was revised on the right hip due to pain. Revision op notes report the presence of normal-appearing fluid, tan-colored tissues, loose cup, metallosis, granulation tissue, acetabular cysts, and osteophytes. The cup, modular head, and taper insert were removed and replaced. Additional information received in patient op notes dated (B)(6) 2014 reports patient was revised on the left hip due to elevated cocr levels and pain. Revision op notes report the presence of metallosis; thickened, avascular, necrotic-appearing tissue; synovial fluid; stiffened hip with scar tissue; and dark gray to light gray metal staining within necrotic, white, fibrous tissue. The modular head and taper insert were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of pain, metal debris, elevated cocr levels and tissue/bone destruction. Additional information provided in a review of invoice history confirms the left total hip arthroplasty occurred on (B)(6) 2009 and the right total hip arthroplasty occurred on (B)(6) 2011. There has been no reported revision procedure for the left hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes dated (B)(6) 2014 reports patient was revised on the right hip due to pain. Revision operative notes report the presence of normal-appearing fluid, tan-colored tissues, loose cup, metallosis, granulation tissue, acetabular cysts, and osteophytes. The cup, modular head, and taper insert were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Scratches and wear of the device were noted. A conclusive root cause of the event could not be determined.